Event description:
It was reported that on (B)(6) 2022, a novasure procedure was performed and when the physician was using the first device they kept getting a vacuum alarm. Then tried a second device and encountered the same issue where the got a vacuum alarm. Troubleshooting was performed with both devices. The procedure was then aborted and the patient was rescheduled for a new procedure. No additional information is available.